Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. This is 3 of 8 cases reported by the same reporter. On an unreported date in 2010, the patient developed peritonitis and was hospitalized. It was not reported whether the patient received any remedial therapy for the peritonitis. On an unreported date in 2010, dianeal therapy was stopped. The patient was recovering from the peritonitis. It was not reported whether the patient remained hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.